Event description:
It was reported that, six days after an ablation procedure, using a celsius 4mm b curve catheter, the patient presented dizziness and weakness feelings in the left arm. No other neurological symptoms were observed. The ablation procedure, to treat wolff parkinson white syndrome (wpw) did not present any issues or problems. A brain magnetic resonance imaging (MRI) scan was performed, and no micro embolisms or other brain damage were found. After performing several exams, no significant pathological findings were noticed. A transient left-side face brachial plexopathy with no structural lesion was diagnosed after the wpw ablation procedure. The cause of the event was not clarified. Upon request, additional information was provided stating that the patient needed 7 additional hospitalization days and was examined by a neurologist. The patient condition improved after the prolonged hospitalization. The physician assessed the issue as possibly procedure-related and/or possibly device-related.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).